Event description:
It was reported that during a free flap procedure, the devices sealed transected vessels and approximately after ten minutes they started to ooze with two devices. They brought in another generator, handpiece and device to complete. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
Reporter indicated that a patient had their vns lead and generator replaced due to high impedance. During vns diagnostics taken at the operation to replace the patient's generator, high lead impedance was found when attaching the new vns generator to the previous lead. As high lead impedance was still occurring with the new generator and the resident lead, this ruled out a lead pin insertion issue. The generator was returned for analysis; however, the lead was discarded in surgery. No anomalies were found with the generator during analysis. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Both devices were returned in good condition. The devices were connected to a test handpiece and generator and functionally tested. During testing, the devices cut the test media and no anomalies noted with the functionality of the device. Our "instructions for use" warn: after removing the instrument, examine the tissue for hemostasis. If hemostasis is not present, appropriate techniques should be used to achieve hemostasis. Device b batch g9kt9z. Mfg date 8-10-2010. Exp date 7-10-2015.